Manufacturer narrative:
The customer reported a complaint that the prime switch of the thermogard xp ivtm system (sn (B)(6)) doesn't work was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system passed functional testing with no issues. The prime switch is working as intended. The customer's reported complaint was not reproduced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
During device check, the customer reported the prime switch of the thermogard xp ivtm system (sn (B)(6) ) doesn't work. No patient involvement.